Event description:
The nurse clarified that the pt presented in 2003 with left calf pain and posterior knee pain. A duplex ultrasound performed was negative. It was also added that when the pt presented 3 days later, the pt's pain was increased, effusion, with decreased range of motion. The following moth, a PICC was placed.

Event description:
A sanofi-synthelabo sales rep relayed info that was received from an orthopedic practice regarding a pt, on hyalgan for bilateral knee arthrtis, experienced a sepsis due to stretococcus viridans, which was identified via the consultation of a clinical pathologist. The practice stated that there was a very large cellular effusion. Add'l info was received via telephone in 1-2004. The practice nurse clarified that this pt received several injections of sodium hyaluronate for left knee pain. The pt tolerated pt's first two injections well. On day 6, following pt's third injection. Pt experienced a painful swollen left knee. Pt presented to pt's general practitioner's office that day where a joint aspiration of the knee was performed. A culture of the aspirate demonstrated streptococcus viridans. The pt presented to the orthopedic practice that same day and was sent to the hospital for admission and arthroscopic irrigation and partial synovectomy. The pt was placed on ceftriaxone IV during their hospital stay. In july 2003, the pt underwent another arthroscopic irrigation and continued antibiotic therapy. The pt was discharged on an unknown date. A week later, the pt presented and examination demonstrated mild to moderate pain. Decreased range of motion, and mild swelling. The pt presented nine days later with trace effusion and an improved range of motion. The pt presented after a week with mild swelling. The pt presented in aug-2003 with much improved range of motion. The pt presented in oct-2003 at which time the sepsis had completely recovered. Corrective treatment: arthroscopic irrigation and partial synosectomy of left knee.